Manufacturer narrative:
(B)(4). Conclusion : to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a hip sugery on (B)(6) 2016 and suture was used. Doctor reported that needle detached from suture at traction. There was no adverseconsequence to the patient.